Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down and then reboot power. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation received the product and will be providing a follow -up report when our investigation is completed.